Event description:
Additional information was received indicating noise and high out of range pacing impedance measurements continued to be observed. An invasive procedure was performed. The device was successfully explanted and replaced. The rv lead was also replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this non boston scientific right ventricular (rv) lead had out of range impedance measurements that were greater than 2000 ohms. According the information received, the measurements appear to have been happening since 2009. In addition, an increase in pacing threshold measurements and noise on the rate/sense channel were also noted. A request for additional information has been sent. Additional information was received. Current measurements were observed within normal range. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The lead and device remain implanted and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.